Event description:
On (B)(6) 2012, the hospital facility personal contacted lifescan (lfs) (B)(4) alleging that the onetouch ultravue meter is giving inaccurate high of 456 mg/dl. The hcp (healthcare provider) reported a (B)(6) non-diabetes patient was hospitalized for pneumonia and rectal ulcer. On (B)(6) 2012 at 5:30 pm, the patient tested on the subject meter at 456 mg/dl, which was outside his normal blood glucose reading of 100-130 mg/dl. Based on the alleged reading, the nurse treated the patient with 18 units of novolin insulin. At 8:30 pm, his blood glucose was below 20 mg/dl while he had a seizure. After medical intervention with glucagon 50%, his blood glucose was back to normal at 112 mg/dl. During troubleshooting, the customer care advocate verified that the blood glucose reading was compared to normal reading/feeling. The unit of measurement was correctly set at the time of concern. The test strips was within the discard date. The product was requested back to lifescan for investigation. This complaint is being reported because the patient reported had symptoms and required medical intervention for hypoglycemia after he received treatment based on an alleged inaccurate high blood glucose obtained on the subject meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.